Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01716, for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used in an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, during the procedure, while in the patient's esophagus, they attempted to deploy the bands however, the bands would not deploy. They tried another device and the bands would not deploy. The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.